Manufacturer narrative:
Lifescan (lfs) has requested return of the subject product(s) for evaluation. If the product(s) are returned, lfs will evaluate them and inform FDA of product(s) that do not pass inspection in a supplemental report.

Manufacturer narrative:
Follow-up # 2 ¿ the patient¿s test strips have been returned on 4/10/2015 and evaluated by lifescan product analysis on 5/5/2015 with the following findings: the test strips passed all testing with no faults found. The reported issue could not be confirmed. If lifescan obtains additional information regarding this complaint, a follow up report will be submitted. At this time, lifescan considers this matter closed.

Manufacturer narrative:
The patient¿s meter has been returned on (B)(6) 2015 and evaluated by lifescan product analysis on (B)(6) 2015 with the following findings: the meter passed all testing with no faults found. The reported issue could not be reproduced. If lifescan obtains additional information regarding this complaint, a follow up report will be submitted. At this time, lifescan considers this matter closed.

Event description:
On (B)(6) 2015, the lay user/patient contacted lifescan (lfs) alleging that his onetouch verioiq meter read inaccurately high in comparison to his feelings or normal results. The complaint was classified based on customer care advocate (cca) documentation. The patient reported that one week prior to contacting lifescan, he obtained results of 197mg/dl and 200mg/dl on the subject meter. The patient detailed that he manages his diabetes with oral medication, diet and exercise. The patient claimed that after 09:00am on (B)(6) 2015 he developed a symptom of shaky hands and that at 12:35pm he consumed food or drink. At the time of troubleshooting the cca noted that the meter was set to the correct unit of measure but the patient did not have control solution available to perform a control test. Replacement products were sent to the patient. This complaint is being reported because the patient suffered symptoms suggestive of a serious injury after the alleged meter inaccuracy.